Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported: ¿poor phaco, poor cutting (tip), corneal edema occurred. Additionally, it was stated: ¿the system failed to deliver adequate torsional power" in 2 moderate cataract cases. This was the second of two cases of the list. In both procedures the surgeon has said that the system did not deliver torsional energy at the level of power required or displayed on the screen. Settings are all normal and within safe tolerances. The surgeon uses machine at 2 sites and has considerable experience with these settings. Handpieces and tips were changed 3 times. Machine was rebooted without resolution. The surgeon used cumulative dissipated energy (cde) of 66 in one patient, (which one specifically, is unknown). In both cases the tip was not cutting effectively, resulting in a very prolonged period of emulsification and ultrasound energy into the anterior chamber. Both cataracts were estimated at grade 2+, moderate and no other pathology issues. The surgeon had the system removed and finished several more procedures on their backup system. Surgeon described the issue and symptoms. It was noted the surgeon has concerns that the high cde may have resulted in corneal edema in both patients. The surgeon feels it is transient over a long period of time. However, the surgeon has since noticed a very lower range and is very happy to proceed with the settings as is. The technical service notes: ¿the system is checked for specs. Additionally, all handpieces were checked (via freda data). One handpiece confirmed an occlusion; this one was placed aside and then retested. The occlusion was not repeated. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. It should be noted however that phacoemulsification has the lowest rates for corneal edema and corneal transplantation (0.62%) when compared to other cataract surgeries (icce=1.4%, ecce=0.63%)1 . In most instances, minimal endothelial cell loss in cataract surgery has a widely accepted risk to benefit ratio. Advances in endocapsular phacoemulsification procedures, instruments, iols, and related materials such as viscoelastic substances appear to have helped decrease the degree of endothelial damage. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydration, and clarity. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patients¿ ocular history and detailed events surrounding the occurrence; however increased power application may have contributed to the reported event. There is no evidence to suggest that the system caused the reported corneal edema. Ultrasonic power is a setting controlled and modified by the surgeon, therefore contributor to the event may be surgical technique as well as patient corneal pathology. The system was examined and the reported event of ¿poor phaco,¿ was not replicated. The system was found to meet product specifications. The associated system was manufactured on july 30, 2015. No tip was returned. No consumable lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The system was found to have met specification. Therefore, the root cause of the reported ¿poor phaco¿ cannot be determined conclusively. Ultrasonic power is a setting controlled and modified by the surgeon. Therefore contributor to the ¿corneal edema¿ may be attributed to surgical technique, as well as patient corneal pathology. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received. The surgeon reported that the patient required a bandage contact lens and intensive steroid treatment to treat the corneal edema. The patients symptoms have resolved with this treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported experiencing poor phacoemulsification and the tip was not cutting effectively during a cataract procedure. The case was completed with an alternate unit. The doctor indicated that he was concerned that the cumulative delivered energy was too high and could cause corneal edema. On post op visit the next morning the patient presented with corneal edema. This is the second of two files. Additional information has been requested.